Event description:
It was reported that a patient presented to the emergency room (ER). A cardiac ultrasound was performed and the patient's right atrial (ra) lead was confirmed to be dislodged. The patient experienced chest pain and had hypotension. The ra lead was explanted and replaced. The patient was stable throughout procedure.